Manufacturer narrative:
The referenced infection was originally reported on medwatch MFR report # 2916596-2017-01024. (B)(4). Approximate age of device - 1 year,1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a routine transplant on (B)(6) 2017 after having a chronic infection and presumed pump seeding. At the time of transplant the infection and pump seeding were present but under control. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection and pump seeding could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline cut approximately 9.5 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned detached from their respective pump ports. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.